Event description:
Pt came to the ed in 4/05 with bradycardia. Pacemaker system interrogation showed noise on ventricular lead consistent with intermittent fracture. Pt progressed to complete heart block. Lead explanted; device explanted two days later. New device implanted.